Manufacturer narrative:
Thump and carelink software was utilized and downloaded trace/history files properly. Unit passed sleep current measurement, active current measurement, self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement test and displacement accuracy test (0.0873). Toggled on/off and increased/decreased volume with the audio feature functioning properly. No insulin flow blocked alarm, unexpected bolus delivery anomalies, pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 and no delivery alarms noted in the pump history/trace files on the event date or anywhere else. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. In conclusion, customer concerns for device test failed, no delivery alarm and audio anomaly were not confirmed during testing or in the pump history/trace files. Unit tested successfully. Unable to confirm high bgs and bent cannula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a current blood glucose value of 422 mg/dl and reported a bent cannula. The customer experienced symptoms related to hyperglycemia. The pump was not working and was not giving the alarm for no delivery. Troubleshooting was performed. The insulin pump system was used within 48 hours of the reported high blood glucose event. The auto mode/smartguard feature was not active at the time of the high blood glucose event and advised the customer to change the complete set. No further patient complications were reported. It was unknown whether the customer will continue using the device. The pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.